Event description:
Caller reported experiencing cartridge alarm 20 while using their pump on (B)(6) 2025, prompting them to change the cartridge to clear the alarm, but it recurred. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the caller requested replacement cartridges as well. Technical support confirmed the shipping address and advised the caller to put the pump into storage mode before returning it, using a provided return box and pre-paid label. The caller was instructed to return the defective pump within 10 days to avoid charges and was informed they would need to program settings and connect their cgm to the replacement pump. The caller acknowledged understanding all instructions.